Event description:
Country of complaint: (B)(6). Complaint reports: needle thread connection weak-breaks off during routine procedure.

Manufacturer narrative:
Samples rec'd: 56 unopened and 10 opened pouches. Analysis and results: there are no previous complains of this code batch. There are no units in OEM stock. OEM rec'd 56 closed samples and 10 open and unused samples (seven of them have the needle attached from the thread and the other three samples have the needle detached from the thread). A tightness test to the closed samples rec'd has been performed and the units are tight. OEM tested the needle attachment of the closed samples rec'd and the results fulfill the requirements of the OEM. OEM reviewed the batch mfg record, this product had a normal process and the results during the process fulfill eom requirements. However, when rotation test on closed sampled rec'd OEM noticed that thread breaks easily next to needle. Then, detachment of the needle could have been caused due to a faulty needle attachment process in this code batch for isolated units. Final conclusion: the complaint is corresponding (justified). Actions on product: replace this code/batch to the end customer or refund. Corrective/preventative actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.